Event description:
It was reported that the user dropped the ilet while placing it on the charger, after which the touchscreen displayed lines across the screen, became unresponsive, and the pump was nonfunctional, consistent with a fracture of the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including images and video. Investigation of this case revealed a stress-related problem consistent with physical damage, with the medical device problem characterized as a fracture and the affected component identified as the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.